Manufacturer narrative:
(B)(4).

Event description:
Same case with MDR # 2134265-2018-00463 and 2134265-2018-00462. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the ilab system froze during pullback and they notice that the terminal part of the motordrive unit five plus was corroded. Thus, automatic pullback failed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: returned to MFR. On, date rec'd by MFR., device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and with a corroded pin in the catheter socket hub. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case with MDR # 2134265-2018-00463 and 2134265-2018-00462. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the ilab system froze during pullback and they notice that the terminal part of the motordrive unit five plus was corroded. Thus, automatic pullback failed. No patient complications were reported and the patient's status was good.